Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the pump black box revealed no evidence of an intermittent power event. The pump powered with the returned battery cap. The batter cap was unable to fully tighten. The battery cap measures were within specifications. The battery compartment was found to be cracked in the thread are and below the grip pad. The pump was exercised for 24 hours with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during the investigation. Unrelated to the original complaint, the audio bolus button cover was missing. The functionality of the bolus button was unable to be verified due to the missing cover. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the missing bolus button cover. The pump case was removed and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.